Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened while on tissue and the knife would not retract. It is unknown how the jaws were removed from tissue. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury.